Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned with a set screw mark on the terminal pin with cuts in the insulation between 350-370 mm from the terminal pin. Dried blood/body fluid was noted in the lumens. The lead tip was slightly deformed with a curve approximately 50 mm from the tip. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the e3 conductor cable had a break at 46-47mm from the terminal pin with all other cables deformed in that area and some exhibiting partial fracture. Based upon the type of damage observed it was concluded the damage occurred as a result of interaction between the guidewire and and lead during the explant procedure. The lead did not pass pressure testing as a result of the observed cuts in lead insulation. It was also observed that the e2 and e3 tip rings were deformed likely also as a result of explant. The inability to reposition the lead as the guidewire would not extend past the tip was also confirmed due to body fluid infiltration into the lead lumen.

Event description:
Boston scientific received information that a procedure was performed to revise this left ventricular (lv) lead due to phrenic nerve stimulation and high pacing thresholds. During the revision the physician was unable to reposition the lead as the guidewire would not extend past the tip of the lead. The lead was then extracted and it was noted that it could not be flushed. There were no other suitable branches for implant of a new lv lead so the physician chose to plug the port on the device and refer the patient for epicardial lead placement at an unspecified time in the future. No adverse patient effects were reported.